Event description:
It was reported that pump screen stayed dark and pump would not turn on unless plugged into a power source, indicating a button issue. There was no adverse impact to the customer's blood glucose level. Customer attempted several button presses and plugged pump into a known working power source as instructed by technical support, and pump only turned on when connected; technical support arranged a warranty replacement pump, instructed customer to allow battery to fully deplete before return, advised that customer would need to re-enter pump settings and reconnect continuous glucose monitor on replacement, confirmed that customer would use multiple daily injections as backup therapy, and directed customer to return problematic pump using pre-paid label within 10 days.